Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that the insert is bent on the insert. Used another cord cutter. It was identified prior to patient being put to sleep. The complaint device is not being returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
The lot number was unknown, therefore, the exp date was unknown. UDI: ((B)(4). Device manufacture date is unknown. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent. The lot number was unknown, therefore, the exp date was unknown. No additional information was provided.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic shoulder stabilization procedure on (B)(6) 2020, it was observed that the cord cutter device bent upon insertion. It was not reported if there were any delays in the procedure. A like device was available for use. There were no adverse patient consequences reported. No additional information was provided.